Event description:
It was reported the company representative was not able to adjust the patient's stimulation. It was not possible to communicate with the patient programmer or neurostimulator. Further information is being requested from the hcp.